Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial (B)(4)), pentaray catheter (model# d128208 lot# 17762778l), soundstar catheter (model# 10438577 serial (B)(4)), st. Jude medical brk transseptal needle (model# unknown lot# unknown), st. Jude medical agilis nxt 8.5 french medium curl sheath (ref# 408310). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation/atrial flutter with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Patient factors (unspecified) may have possibly contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the adverse event occurred during mapping or ablation. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical agilis nxt 8.5 french medium curl sheath. There is no information regarding generator parameters, generator settings, or power titration, as no ablation had been performed in the area of injury. Overall ablation time and last ablation cycle time at the site of injury was zero minutes and zero seconds. Irrigated catheter was set on low flow. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained between 250-300 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.